Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report. Additional components potentially involved in the event include: common device name: swift-lock anchor, model: 1192, UDI: (B)(4), serial: n/a, batch: 10916035.

Event description:
It was reported that the patient experienced ineffective therapy. X-ray imaging revealed migration of one lead and a fractured anchor. As a result, surgical intervention may be undertaken in the future. It is unknown which lead or anchor is responsible.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2026 wherein the entire system was explanted to address the issue [related manufacturer reference number: 3006705815-2026-03172 and 1627487-2026-07955].

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.